Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was confirmed. The cause of the inability to recognize an ECG signal was a defective u612 (inverting charge pump). The u612 component had no output. The root cause of the defective component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it was unable to recognize an ECG signal.